Event description:
It was reported that the bivona tracheostomy tube was broken. This was observed when the dressing was being changed on the respirator dependent patient. The patient had a history of the following: chronic respiratory failure, unspecified with hypoxia or hypercapnia, dysphagia (unspecified) congenital malformation (unspecified), congenital tracheo-esophageal fistula without atresia, and acute kidney failure (unspecified). No patient injury or complications were reported in relation to this event. The event was described as resolved. The affected bivona tracheostomy tube was discarded.